Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was partially peeled. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
It was reported that 2 tb-0520fc devices were failed during an abdominal liver surgery. About the first device, after 3 outputs the ptfe pad was deformed. The procedure was continued with the second device. But the ptfe pad of the device was partially separated. The procedure was completed with another thunderbeat device. There was no patient harm reported. The first device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the ptfe pad of the device was partially separated on (B)(6) 2016. This is the report of the first device. Please cross-reference the following report about the second device: 8010047-2016-00077.